Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted (B)(6) 2014, a 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillator lead coil had high impedances due to a confirmed fracture. The rv lead was reprogrammed off and later removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported that several weeks prior an alert toned and it was noted that there was a high short interval count (sic) and noise on integrated bipolar sensing. Reprogramming was performed, however the alert toned again several weeks later.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coils were beyond the expected upper range. On (B)(4)-2014, svc coil impedance measured 240 ohms up from the trend of 50-60 ohms. On (B)(4)-2014, rv coil impedance measured 206 ohms; up from the trend of 40-50 ohms. (B)(4)